Event description:
It was reported through a scientific article from the cntt (the 18th annual conference on neurosurgical techniques and tools) that an angio-seal was selected for use. The title of the article is "advantage and disadvantage of angio-seal regarding homeostasis after surgery post carotid artery stenting (cas)." All carotid artery stenting (cas) deployment cases were performed between 2004-2008. A total cases utilized an angio-seal vascular closure device. It was reported that three patients had post hemostasis bleeding that required a blood transfusion. The event date is unknown. The physician who deployed the angio-seal was unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.